Event description:
It was reported that there was high impedances >10000 on electrode 0. No action was taken or required. It was noted that the issue resolved. The cause of the issue was unknown. It was further noted that it was programmed around the out of range electrode. It was reported that the patient was alive with no injury. There were no patient symptoms or complications reported, and the patient was still receiving effective therapy.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), 2012 (B)(6); product type lead product ID 3550-39, lot# n313683, implanted: 2012 (B)(6); product type accessory product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n319577, implanted: 2012 (B)(6); product type accessory product ID 3777-60, serial# (B)(4); implanted: 2012 (B)(6); product type lead. (B)(4).